Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide h4 mfg date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had a loose connector. The connection was loose, not firmly plugged in, and sometimes not recognized. The issue was noted during set up / inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a video connector socket lock malfunction due to which connection was loose. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.